Event description:
It was reported that after the device was implanted, there was high impedance and lack of stimulation. The pocket was reopened two days later, and it was noted that there was blood in the connector of the lead. The lead was inserted all the way into the connector. Once the blood was washed off the lead and it was reconnected, the system worked properly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.